Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results of 161, 219, 212, and 166 mg/dl; results of 161 and 219 were back-to-back blood tests. Back-to-back blood test was performed by the customer using two different hands. The customer's expected fasting blood glucose test result range is 110 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back-to-back blood test was performed by the customer fasting and produced test results of 156 mg/dl and 185 mg/dl using truemetrix meter. Opened test strip vials are stored in the bedroom and unopened vials in the pantry near the kitchen. The test strip lot manufacturer's expiration date is 04/30/2019, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results of 161, 219, 212, and 166 mg/dl; results of 161 and 219 were back to back blood tests. Back to back blood test was performed by the customer using two different hands. The customer's expected fasting blood glucose test result range is 110 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 12/28/2018, a back to back blood test was performed by the customer fasting and produced test results of 156 mg/dl and 185 mg/dl using truemetrix meter. Opened test strip vials are stored in the bedroom and unopened vials in the pantry near the kitchen. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is 12/27/2018. The meter memory was reviewed for previous test result history: result 1 :161mg/dl, date: (B)(6) 2018, time:10:07am, fasting; result 2 :219mg/dl, date: (B)(6) 2018, time:10:05am, fasting; result 3 :212mg/dl, date: (B)(6) 2018, time:8:40pm, fasting; result 4 :147mg/dl, date: (B)(6) 2018, time:6:14pm, fasting; result 5 :166mg/dl, date: (B)(6) 2018, time:2:37pm, fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/15/2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.